Event description:
It was reported that during incoming inspection, the cardiosave intra-aortic balloon pump (iabp) failed all manifold test performed by a getinge field service engineer (fse). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and replaced drive manifold assembly. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service.

Manufacturer narrative:
A getinge engineer performed all manifold tests 5x and failed, vacuum leak end prs and pressure leak status prs. (2x). Additionally k6 does not hold the vacuum pressure. The engineer replaced k6 valve, retested and passed. The engineer then re-installed the suspected k6, retested and it failed. The k6 was determined to be defective.

Event description:
N/a.

Manufacturer narrative:
The suspected faulty drive manifold assembly was sent to getinge's national repair center (nrc) for evaluation. A supplemental report will be submitted when the evaluation has been performed.

Manufacturer narrative:
A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during incoming inspection, the cardiosave intra-aortic balloon pump (iabp) failed all manifold test performed by a getinge field service engineer (fse). There was no patient involvement, and no adverse event reported.